Manufacturer narrative:
The actual complaint product was not returned for evaluation. The lot complaint history was reviewed for this batch and there were no other complaints reported similar in nature, no unfavorable trend was observed. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. A retention sample was tested and the results were found to be within specifications. The root cause could not be determined. (B)(4).

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As reported by a consumer's mother via voice mail on (B)(6) 2016, her son experienced horrible pains and could not see anything, also reporting that everything was blurry, in association with the use of the product. She stated that medical attention was sought and that her son was diagnosed with a corneal abrasion involving 85% of one eye, with the other eye being a little less. The patient was told that there was a "slothing off of the cornea due to toxicity of the product" and was prescribed two unspecified eye drops and an unspecified cream. Further information received from the reporter on (B)(6) 2016 reiterated the events initially reported, also stating that her son had yet to resume contact lens wear. The reporter could not provide any additional information regarding the event at that time. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4).

Event description:
Further information in the form of medical records and prescription receipts were received from the reporter on (B)(6) 2016. The patient sought medical attention for blurry vision at an urgent care on (B)(6) 2016 and was directly referred to an emergency room (ER) on that same day. The consumer visited the ER on (B)(6) 2016, presenting with bilateral eye pain, an unspecified vision complaint, and photophobia. The physician noted that the patient had not used a hydrogen peroxide solution, nor did he ¿get any chemical in the eye.¿ physical examination findings were positive for large bilateral (ou) corneal abrasions, 70% in the left eye (os) and ~90% in the right eye (od), as well as 2+ conjunctival injection bilaterally. The examination took place without dilation, and there is also a physical examination finding of the bilateral optic nerves being ¿very blurry.¿ no infiltrates were detected. The patient was diagnosed with large corneal abrasions in both eyes. The patient was prescribed ofloxacin 0.3% ophthalmic drops one drop ou four times a day (qid), ciprofloxacin 0.3% eye ointment to use ¼ inch ou qid, cyclopentolate 1% ophthalmic solution one drop ou three times a day (tid) and artificial tears one drop ou seven times a day. The patient was instructed to follow-up with his primary eye care provider (ecp) or return to the cpec department within the hospital in one to two days, also being advised to return to the ER if pain increases. The patient was also advised to discontinue contact lens wear until cleared by a physician. The patient followed up with an ecp on (B)(6) 2016 with complaints of blurry vision, ocular irritation, pain and sensitivity to light ou. The reported symptom of eye pain was noted as reduced to 2/10 from 5/10. The timeline of the previously reported medical encounters and symptomatology of prior photophobia were confirmed, with the initial start date of the event being noted as (B)(6) 2016. It is recorded that the patient presented on the previously prescribed ocular drops and ocular ointment, as well as clomipramine hcl 50 mg capsules (regimen and treatment rationale unknown).the physician confirmed that the patient adhered to proper contact lens care and wearing schedule. Physical examination findings were not supplied; however, the physician¿s noted plan stated that the os had healed and the od was 75% better. The ICD code given for this visit¿s diagnosis was ¿superficial injury of cornea.¿ the patient was advised to discontinue using the previously prescribed drops and ointment in the os, using non-preserved artificial tears in that eye four to five times a day for four days. For the od, the patient was instructed to discontinue the cyclopentolate solution and the eye drops, and to continue using the ciprofloxacin eye ointment qid for three more days. Non-preserved artificial tears were also advised to begin od once the ointment regimen was discontinued. The patient was also told not to wear contact lenses until both the eyes recovered. The patient was advised to return for follow up as needed. An email received from reporter on (B)(6) 2016 states that the solution "does not seem to bubble". Additional information has been requested but has not been received yet.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The lot complaint history was reviewed for this batch and there were no other complaints reported similar in nature, no unfavorable trend was observed . The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).

Event description:
Additional information was received on 05/26/2016, with the consumer's mother stating that the consumer's eyes have recovered and that he is wearing glasses. Further information regarding the consumer's previously reported (B)(6) 2016 visit with his eye care provider (ecp) was received directly from the ecp on 5/28/2016, via a completed adverse event questionnaire. The previously reported information regarding this visit was confirmed by the ecp, with additional information regarding the physical examination findings provided: physical examination findings were positive for moderate corneal staining of <50% (eye unspecified), 1+ conjunctival injection in the right eye (od), trace conjunctival injection in the left eye (od), and the od with a central corneal abrasion (4x2.5 in size). Additionally, it was noted that there was a watery discharge from the consumer's eyes. The ecp reported that the consumer had not used his usual cleaning/disinfection solution while traveling and noted irritation after using the complaint product the night before the onset of symptoms. The ecp confirmed the resolution of the event.